Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was admitted with symptoms of shortness of breath with productive cough, fever and chills, nausea, and vomiting. The patient was found to have a ventricular assist device (vad) driveline exit site infection, with cultures positive for staphylococcus lugdunensis. The patient also experienced ventricular tachycardia with a heart rate of 155-200 and wide complex, requiring cardioversion. Imaging and diagnostic tests included an echocardiogram showing a moderately to severely dilated right ventricle, aortic valve not opening, mild to moderate aortic insufficiency, moderate tricuspid regurgitation, and a dilated inferior vena cava with lack of inspiratory variation. A chest x-ray revealed small bilateral pleural effusions with bibasilar atelectasis. The patient received intravenous antibiotics including cefepime, vancomycin, oxacillin, and oral doxycycline for infection management. The vad remains in use.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. A review of the device history record was not performed as the reported event is not related to a manufacturing or a servicing issue. Log file analysis did not reveal any anomalies within the analyzed period. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, driveline infection, cardiac arrhythmias, pleural effusion, aortic insufficiency and right ventricular failure are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course, including care of the driveline exit site. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.